Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient said they've been having "a lot of leakage" for the last five days ago. They don't feel like their device is working and feels like their symptoms are back to what they were like prior to implant. They also mentioned feeling painful stimulation going form their back and down to their leg. They currently don't feel any stimulation. During the call, the handset displayed application has timed out; information was reviewed. It was determined that stimulation was at 1.8v on program 2 and they increased to 5.2v where they felt a comfortable jitter in the intended area. The call center reviewed how to close the application so the "application has timed out" message does not display when trying to connect again. As a result of what was reported, the call center suggested keeping a diary of symptoms and stimulation. The patient noted they are following up with their healthcare provider (hcp) in a couple weeks. No further patient complications have been reported as a result of this event.